Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, cracked case from display window corner and stained end cap sticker. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.